Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause of the reported failure is attributed to user-related factors, such as mechanical degradation of the probe tip due to prolonged activation, high thermal load, or contact with dense tissue or hard surfaces, which can result in electrode face wear or disintegration.

Event description:
On 08/26/2025, it was reported by a sales representative via (B)(4) that an ar-9811 ablation probe's face started to disintegrate, leaving a hole in the center between the ports. Noticed during the procedure with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.